Event description:
It was reported by service report that the bed alarm keeps going off and that the strain relief was also replaced. There was no pt involvement; however adverse consequences are unk.

Manufacturer narrative:
Result: footboard module; strain relief.